Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/01/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: using the user's settings and information from the complaint, and ezcarb bolus was performed with the following settings: 29 grams of carbohydrates, actual bg 127mg/dl, isf 1u:50mg/dl, target bg 120+/-10mg/dl, I:c ratio of 1u:10g. With these settings, the pump correctly calculated a 2.9 unit bolus. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The keypad buttons were tested and no hypersensitivity was observed. The complaint could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.